Event description:
A family member reported that the pt had "hypoglycemia" while using a fasttake meter. In 2002, pt was "like drunken" at about 00:30am. Pt staggered and spoke unreal things. Pt reportedly did not drink alcohol. Pt's blood glucose was 396mg/dl on ft, meter versus 110mg/dl on an emergency dr's meter. No info available on time difference between tests. Pt was hospitalized for more check-up. A diagnosis of hypoglycemia was reported. Pt had reportedly a blood pressure of 220/89mmhg and was feverish at time of event.